Manufacturer narrative:
(B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
The user facility reported a complaint to customer service on 12-nov-2019 that a "brush stuck/broken in channel during reprocessing" involving the pentax medical video bronchoscope model eb-1575k, serial number (B)(4). No additional details were provided. The loaner endoscope was received by pentax medical for evaluation on 12-nov-2019. The endoscope was inspected by pentax medical service under service order (B)(4) and during quality inspection the technician documented a "accessory stuck in primary operation channel" which would confirm the customer's experience, and the technician also documented the following inspection findings on 27-jan-2020: passed wet leak test and passed dry leak test. The device underwent repairs including the following components: bending rubber, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). During backlog review it was noted that a good faith effort(gfe) email was not initially sent, so no additional details were gathered. Model eb-1575k, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2019. On 14-may-2021, a device history record(DHR) review for model eb-1575k, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 03-apr-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-apr-2019. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 05-feb-2020 under delivery order (B)(4).